Event description:
Customer reported it was noted during testing that the battery doesn't stay inserted. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.